Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2,-3.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to observation of excessive vault. It was reported that the explant resolved the problem. Patient current condition is good, current bcva 20/20.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).